Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was dropped and buttons were falling off. Customer's blood glucose was 500 mg/dl. No troubleshooting was performed on high blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: pump received unable to perform displacement test due detached end cap and also cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, stained end cap sticker and cracked battery tube threads.